Event description:
Customer reportedly received results of 22.5 mmol/l and 7.9 mmol/l within 1 minute on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.